Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The adhesion/clogging of the foreign material in the air/water cylinder was confirmed. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign on the air/water cylinder. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned, and the evaluation found the air/water cylinder had remains of white foreign material inside. The reported fault was likely a result of insufficient reprocessing. Should additional relevant information become available, a supplemental report will be submitted.